Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller says the battery is very low and to call medtronic. The pt said the controller wasn't working well for a couple months and was taking 3-3.5 hours to charge the implantable neurostimulator (ins). The pt also said the screen would go white and then turn off, so their spouse would have to reset the controller by removing and shaking li battery, then reinserting. Agent asked the pt to reset controller which they said they could not do; the pt couldn't open controller/remove li battery themselves so agent had the pt start charging session to recreate the exact error screen they had been seeing. The pt mentioned getting connected to start charging had been going slowly as well - shortly after connecting with excellent charge quality, the controller displayed 'poor recharge quality' and the pt could barely see what was on the screen as the screen had become dark (agent understood the screen dimmed and backlight wasn't lighting back up). The pt had their spouse put speaker phone on, so agent asked if they would be able to open controller and remove li battery. Agent had the pt examine controller's battery compartment, li battery, controller port and recharger plug/cord for damages; none reported. The pt mentioned the recharger would get warm, but denied being hot to touch when. Agent explained some warmth was to be expected from electrical current. The screen about batteries was not able to be reproduced on the call. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that the controller and recharger were warm, and not hot.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. Product ID 97755-s, serial# (B)(6). Product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.